Manufacturer narrative:
An event regarding instability involving an accolade tmzf stem was reported. The event was not confirmed. Device history review: all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that there was a revision surgery and components removed due to instability of the hip joint.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that there was a revision surgery and components removed due to instability of the hip joint.